Manufacturer narrative:
The device will not be returned for evaluation as it remains implanted.  A review of the manufacturing documentation associated with this lot 17404136 presented no issues during the manufacturing process that can be related to the reported event.

Event description:
It was reported by the physician that during a biliary drainage procedure when releasing the 10mm diameter smart control stent by 80mm length, a plastic object detached from the stent shaft and remained in the patient. The product was stored according to the labeling instructions. The product remains implanted therefore it will not be returned for analysis. When the stent delivery system was withdrawn, the surgeon experienced mild resistance. After the removal of the release system, analysis of the 0.035 guidewire noted that the wire "wide outside the patient revealed that the inner plastic of the coaxial system of the stent shaft adhered to the 0.035" wide guide wire. The patient was analyzed after the procedure and until the present moment, the remaining foreign body was in the biliary tract. The patient did not have prolonged hospitalization and will return for reassessment in the week of (B)(6) 2017. At the present moment, the patient did not need re-intervention.

Manufacturer narrative:
During a biliary drainage procedure when releasing the 10mm diameter smart control stent by 80mm length, a plastic object detached from the stent shaft and remained in the patient. The product was stored according to the labeling instructions. The product remains implanted. When the stent delivery system was withdrawn, the surgeon experienced mild resistance. After the removal of the release system, analysis of the 0.035 guidewire noted that the wire "wide outside the patient revealed that the inner plastic of the coaxial system of the stent shaft adhered to the 0.035" wide guide wire. The patient was analyzed after the procedure and until the present moment, the remaining foreign body was in the biliary tract. The patient did not have prolonged hospitalization and will return for reassessment in the week of (B)(6) 2017. At the present moment, the patient did not need re-intervention. The product was not returned for analysis. A device history record (DHR) review of lot 17404136 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses separated - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural factors such as the interaction with the non-cordis guidewire may have contributed to the reported event. According to the instructions for use ¿do not use if the pouch is opened or damaged. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Flush the flushing valve of the stent delivery system with heparinized saline using a 3 cc syringe to expel air. Continue to flush until saline weeps from the distal catheter end. Flush the guidewire lumen of the stent delivery system with heparinized saline using a 20 cc syringe to expel air. Continue to flush until the saline flows out of the wire lumen at the distal catheter tip. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed.¿ according to the instructions for use ¿the s.m.a.r.t. Control nitinol stent system is indicated for improving luminal diameter in patients with symptomatic atherosclerotic disease of the common and/or external iliac arteries up to 126 mm in length, with a reference vessel diameter of 4 to 9 mm, and angiographic evidence of a patent profunda or superficial femoral artery.¿ this stent system is indicated for use in the peripheral vasculature, however it was used within the biliary tree. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The product was returned for analysis. One non-sterile ses smart control 10 x 80 120 cm stent delivery system was returned. Per visual analysis a separated 51.3 cm length piece of inner member from the unit was returned. Per microscopic analysis the separated inner member piece showed clear evidence of separation elongations. Elongation characteristics indicate an application of a tension force that induced the inner member separation. Also, one kink was detected on the outer member at 7.5 cm from the ID band.  No other anomaly found.  The reported ¿stent delivery system (sds)-ses- separated - in patient¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural factors may have contributed to the event as evidenced by elongations noted on the inner member during analysis, indicative of the application of excessive force applied to the device during withdrawal. In addition this device is indicated for use within the peripheral vasculature, therefore the instructions for use were not adhered to. According to the instructions for use ¿the s.m.a.r.t. Control nitinol stent system is indicated for improving luminal diameter in patients with symptomatic atherosclerotic disease of the common and/or external iliac arteries up to 126 mm in length, with a reference vessel diameter of 4 to 9 mm, and angiographic evidence of a patent profunda or superficial femoral artery. Do not attempt to drag or reposition the stent, as this may result in unintentional stent deployment. Once the stent is partially deployed, it cannot be recaptured using the stent delivery system. Do not attempt to recapture the stent once the stent is partially deployed. Recover the delivery system by pushing the lever as far forward as possible and then turning the dial counter-clockwise, while keeping pressure on the lever, until the lever reaches the end of the slot and the tip is re-sheathed. While using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire, into the catheter sheath introducer and out of the body. Remove the delivery device from the guidewire.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.